Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. Returned sample retained by (B)(4) due to contamination. The photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had gel smearing issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.